Manufacturer narrative:
Unit was received from the field for eval. Refer to eval # (B)(4) - cartridge was received without handpiece. Could not test. Cannot verify an assignable cause for the unit failure. Insufficient info for a complete investigation. The DHR was reviewed for microtip lot # 17913-16 and showed that the units met MFR specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
During priming the fluid collection bag filled fast with almost 450 ml of fluid. (Dr (B)(6)).